Manufacturer narrative:
Clinical evaluation performed by medical affairs manager: intraoperative acetabular fractures are known possible adverse events of total hip replacements, described and quantified in literature. They mainly depend on bone morphology and mechanical properties. In this case, there is no reason to suspect a malfunctioning device. Batch review performed on 08 april 2019: lot 171700: (B)(4) items manufactured and released on 26-apr-2017. Expiration date: 2022-04-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
Acetabulum fracture occurred during primary surgery on (B)(6) 2019. After the surgery the patient had a CT scan and then the surgeon noticed the fracture. The cup was revised three days after primary.